Manufacturer narrative:
The reported complaint was not confirmed. Per the manufacturer's technical support representative, the subsidiary was not able to duplicate the issue. No parts will be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an error message "service computer" came up on a red screen. As a result, an alternate device was employed, the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, the issue was reported to have occurred on (B)(6) 2016 but the system was not used on that date. There was an indication it occurred earlier in the log but the date was not set correct, so the date it occurred cannot be determined. The system was left powered on for months, the log indicated that it was powered up before (B)(6) 2017 (incorrect date set) to (B)(6) 2017 (still incorrect date). During that time the perfusion screen was opened and closed many times and likely cases were run. On the incorrect date of (B)(6) 2017 while sitting at the main screen the system reported "error process gui died" followed by "error critical process died". This would cause the central control monitor (ccm) to shut itself down and display "system computer needs service" in a red box (the reported issue). The system is power cycled and all seems normal again.